Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002 - patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of bard flat mesh, patient was diagnosed with obstruction, abscess, necrosis, adhesions and pain thereby underwent repair. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no), e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents bard flat mesh (device #1). An additional emdr was submitted to represent bard mesh pre-shaped w/ keyhole (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2002 - patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6)2002 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿a very large umbilical hernia was identified. A bard flat mesh (device #1) was placed and sutured.¿ (B)(6)2003 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of preshaped mesh w/ keyhole (device #2). Per operative notes, ¿a large sclerotic sac was dissected, and a preshaped mesh w/ keyhole (device #2) was sewn in place at the pubic tubercle and sutured.¿ (B)(6)2014 - patient was diagnosed with small bowel obstruction, adhesions and pain thereby underwent open repair. Per operative notes, ¿the omentum was stuck up to the mesh. This was taken down meticulously, and this completely relieved the obstruction.¿ (B)(6)2015 - patient was diagnosed with recurrent left inguinal hernia and adhesions thereby underwent laparoscopic repair with the implant of synthetic mesh. Per operative notes, ¿the adhesions were taken down and a synthetic mesh was secured circumferentially using sutures.¿ (there was no visualization/mention of preshaped mesh w/ keyhole (device #2)) (B)(6)2017 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, ¿the hernia sac was dissected free from the cord structures and a synthetic mesh was placed within the defect and sutured." (There was no visualization/mention of preshaped mesh w/ keyhole (device #2)) (B)(6)2017 - patient was diagnosed with incisional hernias, intra-abdominal mass/abscess and adhesions thereby underwent open repair. Per operative notes, ¿the hernia sac was dissected free and the mesh from prior repairs were noted. An abscess cavity was found after taken down the purulent material. Once adhesions were removed and hernia repair was performed using sutures.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries. It was also alleged that the first revision describes a small bowel obstruction with direct evidence of association to the mesh was noted, "the mesh was divided very meticulously, and the omentum was stuck up to the mesh. Running the small bowel revealed a cord measuring several millimeters in diameter to the pelvis, and this was excised in toto. This completely relieved the obstruction." The second modification of bard mesh on (B)(6)2017 the path report for the infected mesh showed foreign body reaction.